Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) from a hospital alleging a product usability issue with a one touch ultrasmart meter. The medical surveillance specialist (mss) spoke to the pt on (B) (6) 2010, and was able to obtain/verify limited info. The pt currently manages her diabetes with insulin. The details of the diabetes management regimen are unk. The pt claimed that the one touch ultrasmart meter was too difficult to use. The pt stated that the meter would not work and that she had trouble coding the meter. The pt claimed that she and her husband followed the directions in the owner's manual but could not get the meter to code correctly. The pt even claimed that nurses and her doctor were unable to code the meter even though they had also followed the directions in the owner's manual. The pt stated that her doctor advised her to try using test strips from different bottles since he thought the coding issue was due to the test strips. The pt indicated that the alleged issue with the lfs meter started about 9 months ago. Due to the difficulty using the meter, the pt stated that she used the meter occasionally, but eventually stopped. Due to the alleged issue, the pt claimed that she did not know her blood glucose levels were over "600 mg/dl." The pt had gone to a doctor's office visit on an unk date/time after the alleged issue began. The doctor then advised the pt to go to an emergency room (ER) because her blood glucose level was high. The pt claimed that she was hospitalized for an unspecified period of time and was treated with insulin for hyperglycemia. The pt stated that the hospital checked her blood glucose every hour for 3 straight days. She also mentioned that the hospital had gotten results of "556 and 602 mg/dl" at one point. The pt alleged that she lost part of her vision, lost sensitivity in her feet, was hospitalized, and changed from pills to insulin therapy because she could not test with the lsf meter. During the time of concern, the pt reportedly purchased an unspecified "cheap meter" from a pharmacy since she was having difficulty using the reported lfs meter. During that time, the pt admitted that she got unspecified "high" readings on the cheap meter. It is not known if the pt obtained the other meter before or after she was hospitalized. It is also unk what actions the pt took before she was hospitalized. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she was hospitalized and treated for hyperglycemia because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.